Event description:
It was reported that just over 300 short v-v intervals were recorded for the right ventricular (rv) lead short interval counts (sic) report. It was noted that all measurements were within normal limits. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator (B)(6) 2013. (B)(4).